Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Manufacturer reference number: 3006705815-2019-00890. It was reported that the patient's ipg was inoperable. Surgical intervention took place to replace the ipg on (B)(6) 2019.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg is inoperable following an emergency hernia surgery in which the patient did not to turn on surgery mode. Surgical intervention may take place at a later date.